Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f torque delivery system. During procedure, the left atrial pressure was 12mmhg, activated clotting levels were 350s and 12,000 units of heparin was administered. The amulet was successfully implanted after single deployment. Next day, a very small effusion and cardiac tamponade were noted. The patient started taking acetylsalicylic acid (asa) and resolved the issue. The patient was reported stable.

Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion and cardiac tamponade could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.